Event description:
This lead was explanted and replaced due to a sensing issue. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt the lead was found cut 20 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. Explantation aids were still inserted in and mounted on the distal lead fragment. The performance of the lead fragments was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular between 13 cm and 10 cm distal to the lead tip the insulation was found abraded due to wear. This damage is assumed to be the root cause for the clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages like the deformed rv and svc shock coil most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.